Event description:
The facility reported an infusion pump with a bad channel a. It is unk when the event occurred. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. The pump is an unremediated colleague infusion pump with uim master software version 5.03.00. During device eval, the baxter service tech found the channel a keypad to be malfunctioning.

Manufacturer narrative:
Eval summary: the customer reported condition of a bad channel a was confirmed during product eval as a malfunctioning channel a pumphead module keypad. The channel a pumphead module which contains the pumphead module keypad was replaced to fix the reported problem. The pump was returned to the customer fully operational. This issue is being investigated.